Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the distal cover detachment was likely caused by the following: 1. Insufficient attachment: 2. The user applied a load of friction to the distal cover by twisting, pushing, and pulling it in body cavity, or stress such as interference with mouthpiece during the procedure. However, the root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in sections: chapter 4: section 4.1 ¿ detection method. Chapter 3: section 3.5 ¿ preventative measure. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the single use distal cover fell off from the duodenovideoscope during an unspecified procedure and that the duodenovideoscope was removed from the patient without the distal cover. Attempt to retrieve the cover using a colonovideoscope was unsuccessful and thus, it will be tried to pass naturally. Training was done with staff to discuss proper placement of the cover and how to ensure it is placed correctly prior to the start of the procedure. An olympus representative will also be on site in april for additional training. There were no reports of further patient harm. Additional procedure and patient details were requested but no further information was received.

Manufacturer narrative:
This report is related to the following linked patient identifier: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report has been submitted by the importer under this MDR report number (B)(4).